Event description:
The following has been reported: the customer reported that some keys are not working, the increment, decrement and rapid decrement keys are not operating. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a

Event description:
Device history record was not reviewed as the device has already gone through its first preventive maintenance. Device log history was not provided therefore no review could be performed. The reported device was not returned to brézins for investigation as repairs were carried out locally. According to provided video, the reported event is confirmed. According to provided information, the housing with the keypad was changed and the issue has been solved. The quality control certificate is compliant. The defective housing with keypad was sent back to brézins for further investigation. Nothing was noticed during external visual check. It is therefore concluded that this change was necessary due to an internal failure of the part therefore this complaint is considered as valid, and the root cause is linked to a defective keypad. To our knowledge this complaint is not being related to patient safety this complaint is considered as: valid the trend is: normal